Manufacturer narrative:
Product complaint # (B)(4) additional information was requested, and the following was obtained: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? Unknown. The only available information is that the patient was slightly obese and had no known allergies. 2. What is the date of index surgical procedure? Unknown. The surgery occurred either in late november or around the week of 1 december, but no exact date was reported. 3. What were the diagnosis and indication for the index surgical procedure? Unknown. The procedure was a total knee arthroplasty (tka), but no specific diagnosis was provided. 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. No known allergies. No additional medical history, concomitant medications, or treatment details (dose, frequency, dates) were provided. 5. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? It was used for haemostasis of active bleeding. 6. Where was the surgicel used (on what tissue)? Unknown. It was used during a tka procedure, but the specific anatomical tissue was not reported. 7. Are there photos of the patient¿s reaction available? No photos are available. 8. How was the wound dressed? Unknown. Physicians indicated that the dermatitis did not appear to be caused by bandage related contact dermatitis. 9. What was the onset date of dermatitis? Unknown. Dermatitis was noticed postoperatively, but no specific onset date was reported. 10. Were cultures performed? If yes, results? Unknown. 11. What is the patient¿s current status? Two of the three patients have already been discharged, and one is before discharge. All three patients are gradually improving. 12. Has the physician been directed towards the mir process? No the following information was requested, but unavailable: 13. Was there any intraoperative concurrent use of other products? Unknown. 14. What is the lot number? Unknown. 15. Aside from surgicel powder, has anything in the operating process changed in terms of products? Unknown. 16. What preoperative preparation of the knee was used? Unknown. 17. What preoperative closing solution was used? Unknown. 18. How was the wound closed? Unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: the amount used was 3 grams. The product was used for hemostasis, and irrigation was performed after hemostasis. The patient was kind of overweight and had no allergies. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: two of the patients who have already been discharged had surgery about 2 to 3 weeks ago (around late november). The one patient who is still hospitalized had surgery about one week ago (the week of december 1). The dermatitis was limited to the area around the knee. Some patients complained of itching. The doctor thought it might be contact dermatitis from bandages or something like this but thinks this is unlikely. As treatment for the dermatitis, steroid ointments and anti-allergy medications were used. All three patients were overweight, so there may have been a reaction between surgicel powder and fatty tissue. The doctor would like to know whether similar cases have been reported nationwide and request any available insights or opinions. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. ¿ what is the procedure date (dd/mm/yyyy)? ¿ what date did the reaction occur on (dd/mm/yyyy)? ¿ what does the reaction look like and how large of an area does the reaction cover? ¿ do you have any pictures of the reaction? ¿ was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. ¿ if medication was required, please clarify if it was prescription strength. ¿ can you identify the lot number of the product that was used? ¿ what is the most current patient status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a total knee arthroplasty (tka) procedure on an unknown date and absorbable hemostat was used. During a total knee arthroplasty, the doctor said that they do feel the product¿s hemostatic effect, but there is something that concerns them. In cases where absorbable hemostat powder was used, three patients showed symptoms like contact dermatitis after surgery. Two of the three patients have already been discharged, and one is before discharged. All the three patients are gradually improving. The doctor does not think that absorbable hemostat powder is the direct cause, but there are not so many patients who have had such symptoms in the past. These cases happened at the same time they started using absorbable hemostat powder more frequently, so the doctor cannot help but be concerned. These three cases occurred out of approximately 30 uses of absorbable hemostat powder. The doctor said that they are not planning to stop using absorbable hemostat powder because of this, but they do feel that it is a bit difficult to use. Additional information was requested.